Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that two days post implant of the defibrillator. The patient received an alert for non-sustained noise on the left on the left ventricular lead. A fluoroscopy revealed an insulation abrasion. The lead would be monitored and remained implanted.